Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was unknown during time of incident. The customer's current blood glucose is 114 mg/dl. The customer had symptoms such as vomiting. The customer was treated at the hospital with insulin drip. The customer was unable to troubleshoot because the call was disconnected. The insulin pump will not be returned for analysis.